Manufacturer narrative:
(Other): device has not been returned for evaluation.

Event description:
It was reported that overdamping of the pressure wave form was observed. Monitor was checked and cable was changed but it did not solve the problem. Another kit was used and the problem was solved. No patient complications were reported.